Manufacturer narrative:
E1 initial reporter city: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier ous mr 24 x 3.50mm drug-eluting stent was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 69cm distal to the distal end of the strain relief. Multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 24mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the shaft broke during the procedure, inside the patient. The procedure was completed successfully with another of the same device. No adverse patient effects were reported, and the patient condition was stable.